Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to false 'downstream occlusion' alarms which were reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification. The force sensor flex assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it falsely alarmed 'downstream occlusion.' There was no pt involvement.